Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer did not receive sensors from the distributor and pump kept reminding customer to change supplies. Customer turned off the pump. Customer reverted to manual injections. Bg was 438 mg/dl. Customer was hospitalized for diabetic ketoacidosis (dka) and treated with intravenous insulin. Customer was discharged on (B)(6) 2018 with bg/dka resolved. Tandem technical support educated the customer that pump therapy can be continued while the sensor was stopped. The customer acknowledged the information and had since resumed pump therapy.